Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case plan was reviewed by the representative and surgeon on the day of the procedure. L5-s1 were planned for an mis procedure. There were no concerns discussed or changes made to the plan. A single schanz pin was utilized for the procedure and there were no issues when mounting the platform. 3define scan was successful on the first attempt with no complications. Two ap and two oblique images were required for registration and there were no complications. After registration, the x eye camera was unplugged so that the workstation does not lose power when the surgeon is using the drill which the surgeon typically does. Everything seemed to be going well throughout the procedure. Three of the four trajectories were sent with no complications. When the representative looked back at the workstation to send the last trajectory, the screen displayed a message that said, "no connection due to controller error." The circle in the top right which was originally green was now red. Two attempts were made to send the trajectory but there was no movement. Two soft restarts were then attempted to see if the connection would come back, but it did not. The surgeon was notified of the complications and he decided that he would proceed to do his tlif and hopefully place the last trajectory when the issue was corrected. A hard re-start was done which fixed the connection issues. As the surgeon got prepared to do his tlif, an x-ray was taken it was noted that both left and right s1 trajectories were lateral. The surgeon continued on with his tlif but decided that he would re-do both s1 trajectories free hand along with the last trajectory that never got sent with the robot due to the controller error. There was no patient harm.